Manufacturer narrative:
The device was returned for analysis. The reported break-handle and the reported physical resistance/sticking-thumbwheel were able to be confirmed. The reported difficult or delayed activation-stent was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted device damages (kinked/wrinkled inner member at the distal end of the I-beam) thus during attempted stent deployment resulted in the reported physical resistance/sticking-thumbwheel and the reported difficult or delayed activation. Further manipulation of the compromised device to deploy the stent by turning the thumbwheel ultimately resulted in the reported/noted break-handle. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The 5.0x120mm absolute pro ll self-expanding stent system (sess) was advanced without resistance, however, the handle broke upon deployment with a 2mm gap in between. The stent was implanted but was difficult to turn the thumbwheel when the handle broke. There was no resistance during removal and the delivery system was simply withdrawn. There was no adverse patient effect and there was no clinically significant delay in the procedure.